Manufacturer narrative:
(B)(4). D10: item#:42522100410 ;lot#:65097386 ;item name: articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 6-7 ; item#:42502606202 ;lot#:65076286 ;item name: femur cemented cruciate retaining (cr) standard right size 7; item#:42532006402 ;lot#:64367587 ;item name: tibia cemented 5 degree stemmed right size c ; item#:42540000032 ;lot#: 64940763;item name:all poly patella cemented 32 mm diameter ; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported had an initial right total knee arthroplasty. Subsequently, the patient had poor compliance following physical therapy immediate post-op and developed increasing pain, stiffness, and limited range of motion, and reports three falls since surgery due to the feeling of the knee going out. Later patient underwent a manipulation under anesthesia due to arthrofibrosis. All implants remain in place and the procedure was completed without complication. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the sterilization certificate confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed by a health care professional. It has been noticed that the patient suffered from obesity which could have contributed to the event. No intra-op complication/events were noticed during the initial surgery. Post total knee arthroplasty radiographs showed that the alignment was near anatomic. Later patient had arthrofibrosis that was brokeup. No intra-op complications/events were noticed during medical intervention. Then, the patient fell at least three times. It was noticed the patient had poor compliance with physical therapy immediately post-op. With the available information, a definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.